Event description:
Pt with 38 wks gestation pregnancy in labor and delivery as an observation pt. Rang call bell, stating not feeling well. Large pool of bloody fluid noted on floor with caps noted to be off of trifuse tubing & blood backing up IV tubing. Pt's blood pressure decreased as well as fetal heart rate but both increased with oxygen and increased IV fluids.